Manufacturer narrative:
The reported event of a helix mechanism anomaly was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. After cleaning and applying the torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The cause of the reported event was isolated to the helix being clogged with blood/tissue.

Event description:
Prior to an implant procedure, the physician tested three right atrial (ra) leads and one right ventricle (rv) lead and found that the helix of all four leads was unable to fully extend. The implant procedure was not performed at this time. The patient was stable and will be reassessed for implantation at a later time. Manufacturer reference number: 2017865-2021-36476; 2017865-2021-36478; 2017865-2021-36479.